Event description:
Pt states that one of the ms3 pumps for sq remodulin (sn (B)(4)) was beeping earlier today while he was using it and giving him an error. He does not know what the error/alert was. He restarted the pump and it is now working but he wants it replaced. Pharmacy will send replacement pump and pt will return malfunctioning pump. No clinical injury reported. No other info provided. Dose or amount: 93.8 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.